Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed device evaluation. The device was returned to olympus for evaluation and the findings were as follows: the plastic distal end cover's insulation was below the threshold value, the light guide rod lens was cracked, the bending section cover glue was separated, the universal cord was wrinkled, and the angulation was out of specification.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Updated: h10. The customer supplied culture results which indicated that the scope tested positive for 19 cfu of an unspecified microorganism.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third-party culture results and the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels cfu: 3cfu/endoscope bacterial identification: micrococcaceae, staphylocoques coagulase negative a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.